Event description:
Medtronic received information that immediately following the implant of a transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed with a 20 mm bard tru balloon and the balloon dislodged the valve up requiring a second valve to be placed. No adverse patient effects were reported. 702228133. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).